Event description:
Pt was lowered in a chair outside of the bath. The chair was too high for the pt to step off so as the operator continued to lower. The jib dropped suddenly. Pt suffered no injury. One person involved.